Event description:
A CT scan (date not reported) showed the electrode array was not in the cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.